Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lid on the sharps coll 19gal gasket red would not close tight and let gas escape during use. The following information was provided by the initial reporter: "problematic at the opening of this container which lets gas escape since it does not close tight".

Manufacturer narrative:
H.6. Investigation: it was reported that the lids do not close completely, that the opening of the container does not close tight allowing gas to escape. No sample or picture was provided for evaluation. A review of the device history record (DHR) and non-conforming material report (ncmr) was performed for the last twelve months there were no issues reported like ¿lid doesn¿t close tight¿ during the manufacturing process. It is possible the arm of a trolley isn¿t properly placed because of a drilled hole on the arm that may be misplaced. This cannot be confirmed however without the sample or pictures of the issue. The root cause was unconfirmed.

Event description:
It was reported that the lid on the sharps coll 19gal gasket red would not close tight and let gas escape during use. The following information was provided by the initial reporter: "problematic at the opening of this container which lets gas escape since it does not close tight."